Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with intuitrak bifurcated stent graft, powerfit aortic extension and a limb stent graft extension on (B)(6) 2020. A type 3b endoleak with sac growth was discovered on (B)(6) 2022 and a re-intervention was completed on (B)(6)2022. As this event occurred outside the expected life of the device of 10 years, this event is not reportable. During the re-intervention, the physician relined the originally implanted devices with the alto stent graft system. Reportedly, at the end of the procedure an angiogram was performed and a blush was identified at the end of the procedure resulting in a possibly type 1endoleak (indeterminate origin) combined with a type 2 endoleak. The physician has elected to monitor the patient.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the indeterminate endoleak as unconfirmed. This is not consistent with the reported adverse event/incident. It was identified that the maximum right common iliac diameter was 30.6mm (IFU requirement is 8-25mm); it is unclear if this off-label condition contributed to the reported event. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing well post-procedure. The physician has elected to monitor the patient.. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.